Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable adverse event or serious injury. The customer's blood glucose at time of incident: unknown.

Event description:
The customer's blood glucose at time of incident: unknown.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, flashing white display, or audio/beeping alarms noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error (B)(4), pump error (B)(4), or pump error (B)(4) alarms were noted. The insulin pump was received with scratched case, serial number label missing, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a power error. The customer's blood glucose level was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.